Event description:
Additional information was received on (B)(6), 2012 when product analysis was completed on the explanted generator. The end of service condition was determined to be the result of normal battery depletion. The depletion was an expected event as determined by battery life calculation and battery voltage measurement. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.

Event description:
It was reported by a hospital that a vns patient underwent generator and lead replacement due to end of service and lead discontinuity respectively. Additional information was received from the explanting surgeon indicating pre-op diagnostics were indicative of end of service. High impedance was received on test and new lead was implanted. It was unknown if there was an abrasion visible during surgery. The explanted lead was discarded and will not be returned to the manufacturer.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.